Event description:
I got lasik eye surgery in (B)(6) of 1999. Immediately I began experiencing dry eyes, halos and starbursts at night, and fuzzy vision in low light. I am told these issues are because my pupils dilate larger than the treatment area of the lasik. I even asked about my dilated pupil size before lasik and my eye doctor and the lasik doctor said it would not be a problem. I was prescribed some glasses for night driving which helped a little bit.